Manufacturer narrative:
During an internal review of cases it was found that due to an error with e-submitter this incident had not been submitted. There is no product malfunction and there was no serious injury to the patient. "This medical event, if it occurred, is not expected to have detrimental effects on the patient. The patient will be followed with added attention given to site 16." The posts were still firmly attached to the frame and there was no damage to the fixation screws. The patient's head appeared as expected after frame removal. The frame has been used again since the incident. It is concluded that the combination of patient skull size and the significant movement of the patient, when waking from sedation, at the end of the treatment(applying extra force to the fixation screws) is the cause of the frame loosening. No damage to the equipment has been reported and is therefore excluded to be causing the incident. No update to product documentation such as IFU or training has been identified. The customer is an experienced user with over 8600 treated patients.

Event description:
Patient moved during final shot. When treatment completed noted that frame was completely loose from patients head. With ~15 treatment positions completed and ~57 minutes of beam-on time remaining, the treatment was stopped in order to re-sedate the patient. The patient was re-sedated and the frame fixation, holding the patient's head in a fixed position, was observed to be fitted as expected. The sedation kept the patient still for 47 of the remaining 57 minutes. Two minutes after starting the final treatment position, planned for a small 0.7cc volume designated as site 16, the patient awoke and started significant movement. The patient was instructed in (B)(6) "don't move you have 10 minutes left" and the patient stopped moving. At 4:58pm, when the treatment was completed the patient couch brought the patient out and it was immediately recognized that the frame was no longer fixed to the patient's head (1st time in 8681 treatments that something like this has happened). The patient's large head was resting on the back of the frame similar to the original frame fixation position. The anterior and posterior fixation pin tips were approximately 29 mm above the pin marks on the skin in the z-axis direction. The head would have shifted relatively little in either the x or y directions. There were no skin lacerations and there was fresh (not dried) blood on the back left frame fixation post.